Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a healthcare provider (hcp) on 2016-nov-07. The flu-like symptoms were probably related, but the heart failure and myocardial infarction (mi) were probably not related; the patient had known coronary disease. The hcp did not know the diagnostics performed, the patient was hospitalized locally. Cardiology treated the patient with good symptom resolution. The hcp called technical services for troubleshooting. The cause of the motor stall was not determined and the motor stall was not resolved. It was considered a permanent stall.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 150 mcg/ml sufentanil at a dose of 74.98 mcg/day, 600 mcg/ml clonidine at a dose of 299.91 mcg/day, and 15 mg/ml bupivacaine at a dose of 7.5 mg/day via an implantable pump for reflex sympathetic dystrophy (rsd)/ causalgia-complex regional pain syndrome and spinal pain. It was reported that a motor stall occurred and the patient did not recently have an MRI. The pump status and/or the event log reported that a motor stall occurred on (B)(6) 2016. The message "stopped pump period may exceed tube set" was seen on (B)(6) 2016. The patient reported flu symptoms, a heart attack, and congestive heart failure that started on (B)(6) 2016. A refill was performed on (B)(6) 2016 and 10 ml was aspirated and 4.7 ml was expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.